Event description:
A peritoneal dialysis (pd) nurse contacted baxter's technical service center (tsr) in 2007 to report that a home patient (hp) was unable to perform dialysis for the previous two days due to continued problem, multiple alarms from the homechoice (hc) machine. The tsr reviewed the instrument's alarm log. The issue was confirmed and a swap of the instrument was arranged. The patient continued pd therapy later by using a different instrument. According to the pd nurse, the patient's pd prescription has been changed a couple of weeks prior to the incident. The concentration of the dextrose solution has been increased from 2.5% to 4.25%. No other information was available at that time. Additional information obtained from the pd nurse on 09/26/07. Reportedly, the hp had been hospitalized approx four months later, due to hypertension and while hospitalized, the patient exhibited symptoms of coughing and belching with cramping in the abdomen as well as pain during dwell cycles. According to the nurse, the symptoms were related to an excess of fluid accumulated in the pleural cavity. The fluid was found to contain glucose, and most likely went up in the pleural cavity through a perforation in the diaphragm. A pleurodesis was performed to correct the issue. The hp was placed on hemodialysis while recovering from the incident. Additionally, this patient was diagnosed with amyloidosis (further details not provided initially). This hp has a learning disability and may not be able to provide accurate and complete information. The hp's aunt assists with the pd therapy. However at the time of this report, the patient is still on hemodialysis treatment, and his status was listed as improved.

Manufacturer narrative:
The actual instrument was received and evaluated in baxter product analysis laboratory. A visual and functional inspection of the instrument was performed. The results from the evaluation revealed, the reported problem was due to a fluid found within the pneumatic system of the instrument. Any fluid within the pneumatic system can cause numerous errors, including the recorded in the event log, therefore further testing performed would not be accurate. However, review of the event log did not confirm the reported difficulty of severe overfill. Baxter is monitoring issues like this should significant information became available a follow up report will be submitted.